Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a distal aortic arch aneurysm using a gore® dryseal flex sheath as an accessory in the procedure. The gore® dryseal flex sheath was reportedly inserted from the patient's left femoral artery. Implantation of the treatment device was successfully performed. The origin of the patient's left subclavian artery was coil embolized as previously planned. During the embolization procedure, bleeding from the valve of the gore® dryseal flex sheath was observed. The amount of blood loss was reported as approximately 200cc. The physician clamped the valve, and transfusion was performed. The procedure was continued and completed with no further reported issues. During closure of the access site, the gore® dryseal flex sheath was investigated. The valve was pressurrized with no issue, and there was no saline leakage noted. The physician concluded that the valve was inadvertently hit by the physician's upper arm during the embolization procedure, the valve was unintentionally unlocked, and bleeding occurred as a result. The clinical sales associate reported that, due to inspection of the sheath and to the reported information from the physician, there was no malfunction of the gore® dryseal flex sheath.

Manufacturer narrative:
H.6. Results code 1 updated. H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H.6. Conclusions code 1 updated. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, blood loss.

Manufacturer narrative:
H.6. Conclusions code 2 added.